Event description:
The pt had high thresholds, and an attempt to reposition the lad was unsuccessful. As a result, the lead was epxlanted.

Manufacturer narrative:
H.3. Evaluation summary:the analysis of the lead did not reveal any device condition that would have contributed to the reported high threshold. A partial lead in two pieces was returned. Analysis of the returned lead portion found normal electrical characteristics. Mechanical and visual analysis found dried body fluid/tissue on the helix and distal coil, preventing actuation of the helix. The damage observed is consistent with that occurring at the time of explant.